Manufacturer narrative:
Corrected information h6: investigation conclusions code d02 has been corrected to d15 as the device was discarded.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the customer reported 'light black display on screen' which was reproduced during evaluation. Evaluation observed and found the pump had white screen and the right half of the back light being dark. The cause was determined during visual inspection to be corrosion and contamination on the input/output (I/o) printed circuit board (pcb), liquid crystal display (lcd), processor pcb, the lcd trace, I/o pcb connectors and processor pcb connector. The device was unable to be repaired due to the damage and had met the criteria for being scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a light black on the screen. There was no patient involvement. No additional information is available.